Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. Physician described as defective deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation. No photos or images were provided which leads to inconclusive result. In this case, the limited information prevented a more precise description of the failure. A detailed root cause analysis is therefore not possible. Based on the available information, the investigation is closed as inconclusive. A definitive root cause for the reported event could not be determined. Labeling review: labeling supplied with this product was reviewed. The potential issue was found addressed and the instruction for use (IFU) provides instructions on device handling throughout the procedure including accessory use. However, a more specific reference cannot be made because the available information about the failure or event is insufficient. G3, h6 (method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. Physician described as defective deployment. The procedure was completed using another device. There was no reported patient injury.